Event description:
It was reported that an intermittent loss of capture was observed on the atrial lead. No patient symptoms were reported. Fluoroscopic imaging revealed insulation damage. The lead was successfully capped and replaced.